Manufacturer narrative:
The calcium reagent lot number was 841368. The reagent expiration date was requested, but not provided. The field service engineer found physical damage at a rinse station. Tubing showed nicks and wear, likely contributing to wash inefficiency and inconsistent test results. The affected tubing was replaced and detergent volumes were adjusted. No further issues were reported after these actions were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas 8000 c702 module. The sample initially resulted in a calcium value of 4.67 mg/dl. The result did not agree with the patient's clinical status and the sample was repeated. The repeat calcium result was 9.22 mg/dl.